Manufacturer narrative:
Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. No information was provided that would point to a cause for the result discrepancy. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she received a discrepant result when testing with coaguchek xs meter serial number (B)(4). A sample from this patient was tested using the meter, resulting with a value of 6.3 inr. Within 7 hours of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.1 inr. The patient's warfarin medication was adjusted based on the laboratory value. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly or bi-weekly depending on the results she receives. The patient may be anemic. The patient is taking new pain medication and medication for treating acid reflux. The patient had pneumonia recently and as a result, her diet was affected. The patient's product was requested for investigation and replacement product was sent to the patient.